Event description:
It was reported that the patient had his device explanted on (B)(6) 2013 due to an infection over the generator pocket. Good faith attempts have been made for additional information; however, no other information has been provided. A review of the manufacturing records for the generator and lead confirmed both generator and lead met all final testing specifications and sterilization standards prior to distribution.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.